Event description:
A 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed in the lmt of a patient in acute myocardial infarction overlapping another manufacturer stent deployed in the lad #6-7. The target lesion exhibited 100% stenosis and was pre-dilated under support of an intra-aortic balloon pump (iabp). Two days post deployment, the patient's condition stable and iabp was removed. Seven days post deployment, the pt developed heart failure, pneumonedema and bradyarrhythmia. Angiography confirmed obstruction at the distal side of the lmt. Further pci was performed under support of iabp. The thrombus was rather hard and the physician was unable to attempt aspiration. Poba was performed; then another manufacturer stent was newly deployed at distal side of the previously deployed stent in the lad and another manufacturer stent was deployed at proximal side of the deployed relevant endeavor rx stent. Iabp was continuously used; however, five days post further pci, the patient's condition abruptly changed and the patient died. Information received from the account confirmed that the patient had a medical history of brain infarction. The physician commented that the thrombosis was not only due to the endeavor stent. Further information received from the account confirmed that the cause of death was myocardial infarction. The device has not been identified as the root cause of the event. Due to the limited information available, the root cause for this event cannot be determined; however, stent thrombosis, mi and death are listed in the potential adverse events section of the japanese endeavor rx IFU and ere risk factos associated with every stenting procedure.

Manufacturer narrative:
Evaluation codes, results: (stent thrombosis, mi, death). Conclusion: (the use of endeavor rx is contraindicated in patient with recent mi). (Secondary intervention; poba, deployment of other manufacturer stents).